Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oas) for evaluation. The evaluation confirmed that the angulation wires were stretched. The evaluation also confirmed the adhesive of the bending section rubber was cracked, chipped and partially detached. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for coagulase negative staphylococcus (10-100cfu) during a surveillance culturing test at the facility. Other detailed information was not provided from the user facility. There was no report of patient infection associated with the event.